Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this pacemaker system was syncopal with a heart rate of 30 beats per minute (bpm). Electrogram (egm) review revealed loss of capture (loc). This pacemaker system remains in service. No additional adverse patient effects were reported.